Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issues. The unit passed 92 hour extended testing. The ventilator passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1150 alarmed disc/sense alarm and stopped ventilating while connected to a patient. The ventilator circuit was changed at least twice but the issue did not resolve. The health care professional placed the patient on a back up ventilator. The customer stated there was no patient harm or injury associated with the reported event.